Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after several attempts to implant this lead at the targeted vein, the lead became stuck on delivery wire. Flushing was done with solution but was still not possible. Additional information indicated that patient's anatomy contributed to the event. This lead was never in service. No adverse patient effects were reported.